Event description:
It was reported on (B)(6) 2021 that the patient was experiencing symptoms which could be related to seizures, stroke, or syncope. Log file analysis revealed pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of neurologic dysfunction as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2021 through (B)(6) 2021, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related) as adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient had a few episodes of chest discomfort followed by what he felt was loss of consciousness, though his family says he was just sitting in the chair upright with his eyes still open. These episodes resolved spontaneously. The patient was not aware of any aura or postictal symptoms. The patient's ICD as interrogated at that time and did not demonstrate any arrhythmias. The patient went to the emergency department on (B)(6) 2021 for another episode while sitting upright at the table and his family says his face went blank. He does not have any memory of the event. His lvad speed and flows remained stable throughout and there were no alarms. Neurology was consulted, along with pharmacology for coumadin management. The patient was started on keppra 500 mg twice a day. An electro-encephalogram (eeg) was borderline normal with no seizure activity. A computed tomography of the patient's head showed no intracranial hemorrhage, mass or acute infarction. Labs were relatively stable. The patient was to stop torsemide and potassium and was to be given a normal saline (ns) bolus before discharge. Plan was to follow up in clinic and perform an echo with ramp study.